Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest and displacement test. Unable to perform rewind, seating, basic occlusion test, occlusion test and force sensor test due to missing retainer and reservoir tube lip o-ring. Detailed trace analysis confirmed pump error was triggered when backup battery loaded voltage was less that 3.5 volts for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector. Pump was monitored and functioned properly. Unit received with missing retainer and reservoir tube lip o-ring. Unit received with cracked keypad overlay at select button. Unit received with minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a power error on their insulin pump. The customer's blood glucose level was 5.7 mmol/l at the time of the incident. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.